Event description:
An hcp stated the customer received a blood glucose reading of 377mg/dl from the contour next usb meter, re-tested on a different meter and received 115mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and new meter were sent to the customer.